Manufacturer narrative:
Manufacturer investigation conclusion: the reported events of being unable to initiate a system controller self-test and being unable to check the battery power gauge level was not confirmed as the issues were not reproduced during testing of the returned system controller (serial number: (B)(6)). The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple system controller self-tests were performed without any issues. The battery button was also pressed several times to view the battery power gauge level and the power gauge leds illuminated without any issues. The downloaded log file contained approximately 11 days of relevant data (20dec2020 ¿ 31dec2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2020 at 11:46:11 to exchange the system controller. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 28oct2020. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. This section also explains how to activate the battery power gauge as it states to press and release the battery button on the user interface. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the battery button on the system controller would not light up the fuel gauge or initiate a self-test. The site exchanged the controller and there was no reoccurrence of the issue.